Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse found the single bipolar foot pedal (sbfp) switch to be stuck in the on position. The sbfp was replaced which resolved the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to broken foot pedal. This issue can be resolved by replacing the foot pedal.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report handheld monopolar scissors did not activate. Erbe generator faulted with m-32 and m-10 when erbe generator was turned on. The tse asked isi clinical territory associate (cta) to turn off erbe generator and to disconnect erbe external foot pedals at back of erbe. Erbe powered on successfully with no faults when external pedals were disconnected. Robotic portion of surgery was completed. Surgeon used another tower and generator to close up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: while on call with tse, the tse advised to disconnect both mono and bipolar pedals. After which erbe came up with no fault, but it faulted again when pressed from surgeon side console because the issue was with bipolar pedal switch. That is why they used another tower to continue. During fse visit, it was discovered that bipolar pedal switch was an issue which was replaced.